Event description:
This is report 3 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. Treatment information was not reported. The patient remained hospitalized for the event and was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). . (B)(4). Upon follow up, it was reported that the patient was discharged from the hospital. It was unknown if the patient had fully recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13j08040 and h13k05028 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).